Manufacturer narrative:
A main control board was returned to covidien/medtronic¿s product analysis. A visual inspection of the returned component was performed and found the 8-pin socket connector for the crypto chip (u127) had damaged solder joints. The returned component was installed into a test ventilator for analysis. An investigation was performed and the product analysis technician reported that the root cause was isolated to the damage (u127) connector on the main control board. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ht70 ventilator had a oxygen sensor issue. Patient involvement information was not provided by the customer.